Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.